Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 168 mg/dl and the sensor glucose was 74 mg/dl at the time of the incident. Customer also reported getting blood at site when sensor was changed. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It was explained to customer the proper insertion techniques and site location. The sensor was returned for analysis.